Event description:
The physician met resistance shortly after taking the neuron up over the glidewire and decided to remove the neuron. She noticed some ovalization and stretching a few centimeters from the tip of the catheter. The physician noted that she cannot remember if she used the neuron peel-away introducer into the short 6f sheath. She continued the case with another neuron over the same system using the peel-away introducer without difficulty.

Manufacturer narrative:
Device investigation: the catheter shows flattening and compression damage at the distal tip. There are flat spots between 0.5-1.1 cm and 2.0-3.6 cm, in addition to a multi axis crumple at 7.8-8.3 cm from the distal tip. A 0.070" mandrel was introduced into the hub and advanced easily to within 3 cm of the compression damage. The catheter was non-functional. The damage observed agrees with the complaint description. Conclusion: the catheter appears to have been ovalized during insertion into the 6f sheath without the peel-away introducer sheath, making it difficult to track over the guide wire through the 6f sheath. The stretch/compression damage was probably the result of pulling the flattened catheter back through the 6f sheath and having the flattened sections partially jam during removal. The DHR of this mfg lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100%inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. All parts released met specifications.